Event description:
It was reported that excessive bleeding occurred in multiple cases (exact number still to be determined) with the user of needles from this particular batch, allegedly due to the needles being blunt. No specific event or information was provided for each case. The pt was either cauterized, sutured, or extended pressure was applied to stop the bleeding.

Manufacturer narrative:
UDI#: (B)(4). Unk as investigation still in progress.